Manufacturer narrative:
The device was received and evaluation was completed. The reported, wont allow input amount fluid and had an issue with download occlusion, was determined to be an upstream and downstream occlusion. The event history log review was completed and it noted the presence 'downstream occlusion! & 'upstream occlusion ' messages in the log. A visual inspection was performed and no abnormalities were found. The upstream occlusion could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion was verified. The cause was determined to be an improper cam rotation. The camshaft, fingers and valves were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. The reported, wont allow input amount fluid and had an issue with download occlusion, was determined to be an upstream and downstream occlusion. The event history log review was completed and it noted the presence 'downstream occlusion! & 'upstream occlusion ' messages in the log. A visual inspection was performed and no abnormalities were found. The downstream occlusion could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The downstream occlusion was verified. The cause was determined to be the lower ultrasonic sensor reading to be out of specification and could not be calibrated. Therefore, the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not allow input amount fluid and had an issue with download occlusion. There was no patient involvement. No additional information is available.